Event description:
It was reported that episodes of noise resulting in oversensing and automatic mode switch were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.